Event description:
Pt and pt's wife noted area around peg tube to have drainage. Pt's wife concerned it was coming from peg tube. Pt's wife stated that all fluid in peg tube was leaking out. Pt and wife verbalized to md that they wanted to check peg tube for problem and to exchange with another if needed. Peg tube was exchanged in procedure.